Manufacturer narrative:
The customer has confirmed that they have not had any further issues of the same nature.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly = sipper flow path.

Event description:
The customer reported that they received high results for multiple patient samples tested for ion selective electrode (ise) sodium and ise chloride. Multiple results were reported outside of the laboratory and had to be corrected. The customer was asked, but declined to provide any further information on how many samples were involved, what the sample results were, and which results were reported outside of the laboratory. The customer only noted that there were differences as high as 7 mmol/l between the original results and the repeated results. The repeat results were believed to be correct and amended reports were issued. After the issue was identified, quality controls were run and found to be out of range. The tests were re-calibrated and controls were repeated. Controls were still out of range. The customer stated that she checked the dilution vessel and found that there was salt buildup on the nozzles. No patients were adversely affected. It was asked, but the lot number and expiration date information for the ise sodium and ise chloride electrodes were not provided. The field service representative suspected that there was a sipper flow path issue. He confirmed that there was a buildup of salt. He cleaned the dilution vessel and ran an ise check. The check was still erratic. He then cleaned the sipper flow path. He repeated the ise check and this was ok. He ran precision checks and these were ok. Calibrations and quality controls were ok and within the customer ranges.

Manufacturer narrative:
The customer reported that the mentioned patient samples were run between midnight on (B)(6) 2014 and 6 a.m. On (B)(6) 2014. The ise sodium electrode lot number was c11. The ise chloride electrode number was r14.

Manufacturer narrative:
A specific root cause could not be determined. Based upon information provided, the erroneous results were generated with expired electrodes. Additional information required for further investigation was requested but not provided. The instrument is now operating within specification. An operator handling issue is suspected.